Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing with indication of far p-wave oversensing. The physician planned to monitor the patient.